Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The account found bent pins on the sidecom board. The account replaced the sidecom board to resolve the issue.